Manufacturer narrative:
E1 full name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that fluid was not supplied to the forceps channel of the endoscope reprocessor. There were no reports of patient involvement.